Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was discoloration that resembles corrosion in the lg lens adhesive. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found discoloration that resembled corrosion in the light guide lens adhesive. In addition there was wear of the angle wire as the bending angle in left direction does not meet the standard value, the connecting tube has a scratch, and corrosion around the forceps elevator. The investigation is ongoing.. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.